Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(4) result that was confirmed with (B)(4)confirmatory testing on both the patient's aliquot and primary samples is unknown. Follow up (B)(4) testing on a new redrawn patient sample was (B)(6). The cause for the initially (B)(6) and confirmed result may be attributed to specimen collection and handling. There is no patient sample available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
(B)(6) advia centaur xp (B)(4) result that was confirmed with (B)(4) confirmatory testing was observed by the customer on a patient's aliquot and primary samples. The (B)(6) result was questioned by the physician and the patient was redrawn. The redrawn (B)(6) test result was nonreactive on both the aliquot and primary samples. There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) advia centaur xp (B)(4) assay result.